Event description:
It was reported that a patient underwent a cleft lip and palate surgery on (B)(6) 2023 and suture was used. During the procedure, the problem of pulling off suture needle ,happened in cleft lip and palate surgery. Changed another one to use, the needle broke. Changed another one to complete the surgery. The needle did not fall into the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified additional information was requested, the following was obtained: - do you have any photos available for visual analysis?--contacted with the sales rep today via phone, no photo available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07950.